Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. A follow up computed tomography angiogram (cta) showed the patient had a potential type 3b endoleak as well as aneurysm sac growth. The physician is planning on relining the initial implants. The patient has not been scheduled for a subsequent endovascular repair at this time. There have been no additional adverse event reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events; a type 3a endoleak with partial component separation and a type 2 endoleak from the hypogastric artery. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, antiplatelet therapy, patient anatomy, severe calcification, progressive lateral movement, and loss in overlap. The event device was returned for further evaluation, however, the device was damaged to the extent an evaluation was not able to be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.